Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient sees a red orange light upon unplugging from the outlet. When charging it, they got to a green steady light, was removed probably too early and changed to red orange right away on monday. No yellow light seen (the flashing green was not noticed but may have shown). Cause unknown. The communicator charged for an hour and half and has worked before. They will let it charge it charge overnight and see. No replacement for now. Furthermore, the setting was bothersome. It was pulsating, twitching and irritating. The patient said they felt some months ago (may be 3 months ago but does not remember when exactly) but the therapy was controlled. Since last week, an urge to pee was felt, twitching, pulsating. They got the impression that the leads were not in the proper spot. About 4 mictions in an hour versus when all working well (did not pay attention to the frequency before but it was normal).

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.